Manufacturer narrative:
Received additional information, stating that the event occurred on 15-aug-2024 during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a cassette not attached error. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
D3: correction. D9: product received date 29-nov-2024. H3: one device was returned for repair with complaint that pump exhibited a cassette not attached error. Service history review identified this device has not been in for service in the previous 12 months. Visual/functional testing was performed. Reported problem confirmed with event log history. Functional testing did not duplicate the reported problem. The downstream occlusion (dso) seal showed minor bubbling and was contaminated. The probable cause of the reported problem was contamination found at dso sensor area. Preventive measure replaced dso sensor. After repair, device passed all functional tests.